Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on (B)(6) 2019 during pacemaker implant procedure. Upon review, it was revealed that the device pocket was created too low on the patient due to error in draping procedure or the patient's breast. Pocket revision procedure was completed on (B)(6) 2019. Patient was discharged.